Event description:
It was reported that when opening the kit, an individual catheter that not sealed was enclosed. It was further reported that another device was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refy3463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the kit, an individual catheter that not sealed was enclosed. It was further reported that another device was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a groshong catheter not fully sealed is confirmed and was determined to be manufacturing related. One groshong catheter kit was returned for evaluation. An initial visual observation showed everything inside the kit was sealed except the two-piece connector assembly and the catheter packaging. The two piece connector package appeared to have been opened intentionally. The catheter package was open along the bottom edge. The edges of the packaging had not been torn, and there were no signs of a packaging seal on the edge of the plastic packaging. The kit was returned in its box, and the box was opened by the customer. Inside the box, the tray was also opened by the customer. There were clear seal markings on the tray. The complaint of an individual catheter not sealed inside a catheter kit was confirmed and determined to be related to manufacturing. Because of the seals on the tray, there is not a breach in sterile barrier; however, the investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.